Event description:
On the phone with phi and she mentioned that they have been experiencing a "foreign matter" in the IV bags, it looks small and white with a potential plastic nature. She is unsure where this is coming from. She is wondering if its from our phaseal system as nothing else is white, she feels its not coring of the vials as the vial rubber is dark black or grey. Its frequent, every week. I have asked her to keep the samples next time it happens and we will investigate. Codes they use: 515100, 515306, 515003, 515200, 515117. Per customer response: when compounding, are you identifying any particles within the syringe? We try our best to observe the syringe before we inject the drug in the bag and most of the time we don¿t see anything until it¿s inject in the bag. That¿s the reason why we are thinking that the adaptor may also contribute to this issue.

Manufacturer narrative:
(B)(4) follow up MDR for investigation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including fragmentation testing to evaluate any particulates generated after ten activations. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(4). Follow up MDR for updated investigation: multiple IV bags with the infusion adapter attached were provided to our quality team for investigation. Through visual inspection, particles were observed within the IV bag. The particles appeared white in color and based on visual characteristics, it is believed to be small particles of the phaseal membrane. Unfortunately, we were not able to safely extract the particles, therefore the specific composition cannot be identified at this time. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. While phaseal needles and spikes are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used. Based on the available information, we are not able to identify a specific root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
No additional information.

Event description:
On the phone with (B)(6) and she mentioned that they have been experiencing a "foreign matter" in the IV bags, it looks small and white with a potential plastic nature. She is unsure where this is coming from. She is wondering if its from our phaseal system as nothing else is white, she feels its not coring of the vials as the vial rubber is dark black or grey. Its frequent, every week. I have asked her to keep the samples next time it happens and we will investigate. Codes they use: 515100. 515306. 515003. 515200. 515117.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.